Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro xrt implant three (3) months after placement due to a localized infection and periodontal disease. This MDR is the first of three reports.